Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose reached 6000 mg/dl at the time of admission. The customer stated they experienced nausea, dry mouth and began to vomit from their blood glucose. The customer was also feeling weak from their blood glucose. The customer stated they were wearing the insulin pump at the time of hospitalizaiton. It was also found the customer was admitted into the intensive care unit for their blood glucose. The customer's current blood glucose was 323 mg/dl. The customer also reported insulin was not exiting from the tubing. The customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.